Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for this part and lot number combinations. Provided info states when the pt was taken back to the recovery room he dislocated. The pt was taken back to the operating room and replaced the 38 glenosphere with a 42, added a spacer, and a +6 insert, this seemed to be very stable. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised because of pain. When the pt was taken to recovery room he dislocated and was taken back to the operating room.